Manufacturer narrative:
Draeger is still investigation the reported incident. A follow up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that since the change of the hosp network equipment (network core, antennas, wifi controllers) in (B)(6) 2013 following a new market where the winner was the (B)(6), the customer has many cuts on the ics/mvws. The ics/mvws are manufactured by draeger and use the multicast protocol; they are connected with pt monitors via the hosp network. Despite a large number of letters and e-mails to the attention of the (B)(6), the situation is still not stabilized. This implies many cuts sometimes several minutes on the areas of intensive care, critical care cardiology and neurology whether on the wires part or the wifi part. (B)(6) reportedly intervened many times with draeger, but without success to this date. There was no pt injury reported. (B)(4).